Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was determined to be due to trauma and it was not device related. It was unknown if reprogramming was needed, but x-rays were taken. There was a sudden loss of stimulation and the patient¿s outcome was unknown. The patient was sent to a pain specialist. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported that the patient had a spinal cord stimulator (scs) for post traumatic migraines , which became chronic and developed after a car accident 12.5 years ago, when the airbag impacted her face and head, causing a concussion and whiplash. Now, there was a loss of therapeutic effect. Everything had been working phenomenal until about 4 weeks ago, until when a friend was so happy to see her he picked her up, which caused excruciating pain from the middle of her head, down her side to the stimulator in her hip. Ever since then, her headaches had been excruciating, overwhelming, and she felt terrible. Her implantable neurostimulator (ins) provided therapy to her head but not to her face, so in (B)(6) of 2012, she started getting botox in 15-20 places in her face every 3 months. She also had fibromyalgia, which was preexisting to her ins, and it started in one place then spread literally from her neck down into her toes and arms and it took them 2 months to get her back on her feet. She had been on medication for 4 years for it. It was noted that the patient had a through h electrodes on her unit but she could tell a through d were not in the same area now. The wires, instead of being more vertical as they followed the occipital nerve, were now kind of spread out to the left and right. The neurologist was trying to check by the touch, and the left one was all the way down but she could not feel the right. She could only feel it part of the way so she was concerned they got pushed down into the subcutaneous area where they had it originally, or there might be a break. The neurologist was checking the lines a couple days ago. It was later reported that the patient still had concerns regarding her device or therapy, but she was working with her doctor or manufacturing representative (rep). Appointments were scheduled for (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.